Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. A pvi was performed with the farawave and faradrive. The entire system was then returned to the right atrium, a flexability (abbott) was inserted into the faradrive, and the air was bled without any problem. Rf ablation was performed for cti of ra. A very slight blood leakage was observed from the faradrive hemostatic valve during energization. At the physician's discretion, the faradrive reflux is stopped, and the procedure is completed with additional energization of the remaining cti. After the procedure was completed, an attempt was made to flush the faradrive outside the patient with nothing in the sheath and the tip of the sheath blocked with a finger, but no fluid leaked from the hemostatic valve. When the shaft of flexability was angled, losing coaxially with the hemostatic valve, a liquid leak was confirmed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. A pvi was performed with the farawave and faradrive. The entire system was then returned to the right atrium, a flexability (abbott) was inserted into the faradrive, and the air was bled without any problem. Rf ablation was performed for cti of ra. A very slight blood leakage was observed from the faradrive hemostatic valve during energization. At the physician's discretion, the faradrive reflux is stopped, and the procedure is completed with additional energization of the remaining cti. After the procedure was completed, an attempt was made to flush the faradrive outside the patient with nothing in the sheath and the tip of the sheath blocked with a finger, but no fluid leaked from the hemostatic valve. When the shaft of flexability was angled, losing coaxially with the hemostatic valve, a liquid leak was confirmed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.